Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, failure of the cable was confirmed. Therefore, it is likely that the image did not function normally due to the failure of the cable, and the phenomenon pointed out [no image appeared] might have occurred. The root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to e2, e3, and g2. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the 4k camera head was not registering picture during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that no image was displayed on monitor due to a faulty cable. It was also noted that the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.